Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08730 inches. No motor error alarms were noted during testing. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized and due diabetic ketoacidosis and also had high blood glucose on (B)(6) 2018 and insulin pump received motor error. The customer¿s blood glucose level was 1400 mg/dl at time of incident and current blood glucose was 216 mg/dl. The customer was treated in the hospital. The customer had symptoms such as headache and unconsciousness. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer declined troubleshooting for high blood glucose. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis. Concomitant medical products: frn reservoir, unk infusion set.